Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was intermittently unresponsive to touches. There was no reported impact to customer's blood glucose level. Reportedly, the customer had to press buttons multiple times for the pump to respond. During troubleshooting with tandem technical support the pump functioned as intended. It was indicated that the customer would continue to use the pump for insulin therapy.